Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The value should be reported as lay user/ patient. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer that on the first day following an intraocular lens (iol) implant procedure, the iol was observed to have been torn in 2 in the middle. It was still attached but it is completely torn in the middle. The consumer also reported to have had an initial iol implant procedure approximately six years ago and that iol had dislodged. The recent surgery was to replace the initial iol implant. There are two medical device reports associated with this consumer. This report is for the first implanted lens that became dislodged.

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).